Event description:
It was reported that the temperature sensing foley catheter was placed by emergency room tech without difficulty and foley balloon was checked prior insertion and witnessed by multiple parties. Stated that the registered nurse in the room noted temperature reading on rapidly dropping and checked on catheter and found that the catheter was completely out without being pulled. Registered nurse noted a defective balloon on the catheter with a hole in it. Per follow up via email on 19jul2022, customer stated that there were no pieces of the balloon missing and it was the only instance of this being reported. Customer stated that they did not have the original sample or lot number, however the two temperature sensing trays they used were pcn# (B)(4) ¿ (lawson# (B)(4)) and pcn# (B)(4) ¿ (lawson# (B)(4)).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the temperature sensing foley catheter was placed by emergency room tech without difficulty and foley balloon was checked prior insertion and witnessed by multiple parties. Stated that the registered nurse in the room noted temperature reading on rapidly dropping and checked on catheter and found that the catheter was completely out without being pulled. Registered nurse noted a defective balloon on the catheter with a hole in it. Per follow up via email on 19jul2022, customer stated that there were no pieces of the balloon missing and it was the only instance of this being reported. Customer stated that they did not have the original sample or lot number, however the two temperature sensing trays they used were pcn# (B)(4) ¿ (lawson# (B)(4)) and pcn# (B)(4)¿ (lawson# (B)(4)).

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿imperfection in balloon due to process¿. It is unknown whether the device had met relevant specifications. The product was used for diagnostics and treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the temp-sensing catheter ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.